Event description:
It was reported that diagnostics indicated that the patient received the elective replacement. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.